Event description:
The device continuously prompted 'connect electrodes' when attempting to treat a pt in cardiac arrest. An als squad was only about 10 seconds behind and the pt treatment was continued with the als device. Pt outcome was not reported, but the reporter indicated pt outcome was not affected, due to the quick use of the als device.